Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the mid right coronary artery with mild tortuosity, moderate calcification, and 90% stenosis, a non-abbott stent was implanted and a 3.0x20 nc voyager dilatation catheter was advanced without resistance for post-dilatation; however, the balloon ruptured on the first inflation for 10 seconds at 18 atmospheres. The nc voyager dilatation catheter was withdrawn from the patient anatomy without resistance. Reportedly, the procedure was completed as the lesion was sufficiently expanded. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal, guide cath: axess 6f jr3.5, stent: cypher 3.0x28. It is indicated that the device is not returning for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.